Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer had pulled the station out from the wall, removed the back panel, manually opened the drawer, and checked the drawer controller board. The station had been powered down, the bus cable disconnected, and the back of the drawer was removed. The drawer controller board had been removed and replaced. The drawer had been reassembled, the bus cable reconnected, and the station was powered up. The customer had logged in and recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.